Event description:
It was reported that the patient stated experiencing persistent soreness and discomfort in the penis with an inflatable penile prosthesis (ipp) since (B)(6) 2020. It was indicated that the soreness elevated when the patient urinated and orgasms had become painful but eventually faded back to soreness. The device still inflated and worked but after two appointments with different physicians it was recommended the device should be replaced. A surgical procedure was scheduled for (B)(6) 2020.